Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-oct-2024. Investigation summary: bd received fifteen (15) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
Report 1 of 2: it was reported that while using bd vacutainer® sst¿ blood collection tube, the vacuum exhausted causing just minimal amount of blood in the tubes for two (2) patients. No patient impact was reported.

Event description:
Report 1 of 2. It was reported that while using bd vacutainer® sst¿ blood collection tube, the vacuum exhausted causing just minimal amount of blood in the tubes for two (2) patients. No patient impact was reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.